Event description:
It was reported patient underwent a knee revision procedure of competitor product on (B)(6) 2013. While assembling the femoral component to the stem, the tip of the screwdriver fractured in the femoral bolt. A delay of greater than 30 minutes occurred and a new implant was utilized to complete the procedure.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. PMA/510(k) number. Manufacture date ¿ unknown.

Manufacturer narrative:
Corrected to adverse event/serious injury. No malfunction was confirmed. Evaluation of device found evidence that failure mode was due to torsional overload. Evaluation found no evidence of product non conformance. This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.